Event description:
It was reported that the administration sets are leaking chemotherapy from the filter sites and leaking. There was patient involvement, and no adverse patient health effects; however, the chemotherapy leaked onto the patient. The leak resulted in patient admission to the inpatient setting due to disruption in treatment. The patient required steroids to restart the treatment. The issue was resolved by restarting the treatment. The patient has all and is being treated with blinatumomab infusions. No other medical devices were used concomitantly.

Manufacturer narrative:
E1: phone: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 07/01/2024. Twelve devices were returned for analysis. Visual inspection showed the device was in good condition. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. A history review identified there was no indication that the complaint was related to the device within the review period.